Event description:
It was reported that the user experienced low glucose episodes while using the ilet bionic pancreas, including a documented blood glucose of 65 mg/dl that was treated with fast-acting oral carbohydrates, and the user reported feeling unwell when glucose was in the 70's with jitteriness, confusion, and vision issues. Symptoms included hypoglycemia with associated neuroglycopenic and adrenergic manifestations. Outcomes included self-treatment with oral glucose and continued device use without hospitalization. Investigation included troubleshooting and education by a trainer and outreach to the field team. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.